Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn#: (B)(6). Which confirmed, similar complaints with the same or related failure mode for this customer. A review of the device history record, showed the device had a manufacture date of 21nov2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported, that the device had error code 211.2000. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had error code 211.2000. There was no patient involvement.